Event description:
It was reported by service report that the siderail will not lock in the up position. The customer could not determine whether there was pt involvement or adverse consequences occurred.